Event description:
It was reported that arteriotomy closure of the heavily calcified right common femoral artery with mild plaque was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used and hemostasis was not achieved with the suture. Manual arterial pressure was held for 30 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without the device evaluation, a cause for the reported cuff miss could not be determined. Failure to achieve hemostasis may be due to a number of factors including, but not limited to, user technique, operational context, anatomical condition, and/or manufacturing. To assure that all products perform according to specifications they are subject to a inspection during manufacturing and a quality control audit inspection is performed to verify product quality. The information provided by the customer is limited and does not allow for assigning a probable cause to the experienced event; however, the reported heavy calcification of the artery may have played a role in this event, but cannot be confirmed. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records relevant to this incident. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the information available, the inspection criteria and the review of the lhr, there does not appear to be any indications of a product quality deficiency.